Event description:
The hcp reported that pt was experiencing drug withdrawal symptoms. A rotor study demonstrated a pump rotor still. The pump was explanted and replaced and returned to the manufacturer for analysis.